Manufacturer narrative:
(B)(4): the customer reported that the unit reboots when charge button is pressed. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit reboots when charge button is pressed.